Event description:
On (B)(6) 2016 a patient underwent treatment of a penetrating aortic ulcer with a conformable gore® tag® thoracic endoprosthesis. The proximal end of the endoprosthesis landed in zone iii. On post-operative day one, the patient had a chest x-ray which showed congestion. On post-operative day two, blood cultures were negative. On post-operative day five, blood cultures were positive for (B)(6). On post-operative day seven blood cultures were negative. On (B)(6) 2016 the patient was re-admitted to the hospital with fever and sepsis (coded 1000-e). A CT revealed fluid collection around the graft. IV antibiotics were administered. The patient was diagnosed with possible perioperative pneumonia. When re-admitted he was not felt to be a surgical candidate so was discharged home on hospice. On (B)(6), 2016 the patient expired. The patient¿s death was reportedly related to sepsis due to abscess of the root of the left subclavian artery.

Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Results: a review of the sterilization records for the device verified the lot met all pre-release sterilization specifications. Conclusion: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to infections.

Event description:
On (B)(6) 2016 a patient underwent treatment of a penetrating aortic ulcer with a conformable gore® tag® thoracic endoprosthesis. On post-operative day one, the patient had a chest x-ray which showed congestion. On post-operative day two, blood cultures were negative. On post-operative day five, blood cultures were (B)(6) for (B)(6). IV antibiotics were started. On post-operative day seven blood cultures were negative. On (B)(6) 2016 the patient was re-admitted to the hospital with fever and sepsis. A CT revealed fluid collection around the graft. IV antibiotics were administered. The patient was diagnosed with possible perioperative pneumonia. When re-admitted he was not felt to be a surgical candidate so was discharged home on hospice. On (B)(6) 2016 the patient expired.